Event description:
It was reported that the patient started to experience a loss of therapeutic effect 2 weeks ago. The patient was at home in good condition. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).